Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-167446 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 7/8/2025 and it was determined this complaint is not reportable per corpft-(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D9: device returned to MFR - correction. D9: date device returned - correction. H2 type of follow up: correction/ device evaluation. H3: device evaluated by mfg- correction. H6: correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a detached or missing sensor wire occurred. Product was provided for investigation. An external visual inspection was performed and passed. An internal visual inspection was performed and failed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.